Event description:
Patient had a total hip replacement and the pico device was applied to the wound. During the first day of (B)(6) she began to experience burning and informed the nurses at (B)(6) but they did not inspect the dressing or remove it. During the second day of therapy she developed a rash and bubbles on the skin around the dressing. She then decided to remove the dressing. She experienced 2nd degree burns on the sides of the wound and part of her thigh, scabs and red dots on the skin near the wound. She reported her pain level as a 9. Patient had not experienced any prior reactions to adhesives.